Event description:
On (B)(6) 2016, a patient received a perceval valve pvs23. A concomitant CABG was also performed. The pre-operative assessment indicated symptomatic moderate to severe aortic stenosis. In the ICU, the patient was noted to be febrile with decreasing levels of hb with associated thrombocytopenia. The patient was transfused with prbc and transferred to the ward, where the patient¿s recovery was uneventful. The patient was discharged on (B)(6) 2016 with a good valve functionality. In (B)(6) 2021, it was reported that the patient experienced high gradients, due to possible thrombus. The patient has been put on warfarin. The patient is being monitored and further treatment will be evaluated (tavi or explant) if gradients remain high. Data on the device functionality over time was provided as follows: on (B)(6) 2016, the echo showed peak/mean gradient of 34/20 mmhg, ava 1.3cm2, trivial regurgitation. The ejection fraction was 55%. A degenerative mitral valve disease was also identified (no stenosis, no regurgitation). On (B)(6) 2021, the echo showed tissue aortic valve with elevated gradient (peak/mean gradient 71.41/43.74 mmhg), with mild aortic regurgitation. Furthermore, a moderate degenerative mitral stenosis was identified, with mild mitral regurgitation. Mild tricuspid regurgitation was also identified. The ejection fraction was 60-65%.